Event description:
Customer reported that a false negative result was observed in the anti-d microwell with a patient known to be rh positive. The customer reports the patient in question had a history of being rh positive which alerted the customer of the negative rh typing. The customer repeated the testing of the same sample using both the mts abd/rev gel cards of the same lot# and the mts abd/abd gel cards, (B)(4). Results were now consistently positive (2-3+) in the anti-d micro well. Customer repeated the testing multiple times in listed types of gel cards and a 2-3+ reaction was observed in every repeat test. Control (ctl) microwell to all tests in the mts abd/rev gel card confirmed to be negative. Customer reports all of the repeat testing was performed in duplicate by 2 different technologists. Reporting customer unsure if the repeat testing was performed using the same cell suspension from the patient. No dat test performed on the patient in question. No discrepancies noted with any other patients or quality control with the listed mts abd/rev gel cards. The individual who performed the initial test that yielded the false negative result had stated the sample in question was the only sample that was being processed at the time.

Manufacturer narrative:
Batch record review was performed and found to be acceptable. Retained test results were satisfactory. Repeat testing of this lot by customer was satisfactory. (B)(4).